Event description:
Pt treating physician reports: it was reported: after I finished my ultherapy treatment today I noticed what looked like a burn injury on the gentlemen's neck. Physician reports on (B)(6) 2013: he is left with a very small discoloration on his neck 2 months out. It's hardly noticeable but he seemed upset about it... (B)(6) 2013 physician reports: I sent him to a plastic surgeon who did not suggest or offer any additional treatment.